Manufacturer narrative:
Additional information: h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported "failed downstream occlusion test" was not reproduced. Evaluation was able to power the device on, run a loaded set and power the device off with no discrepancies. Evaluation sent the device for downstream occlusion testing with passing results. Evaluation checked the downstream sensors values and they were within normal specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a "downstream occlusion over 20 pounds per square inch (psi)". This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.